Event description:
It was reported patents scs ipg was explanted for an unknown reason and unknown time and replaced with a competitors ipg. No further information available.

Manufacturer narrative:
B3- date of event is estimated. Section a4: patient weight is unknown. Section d6b: date of explant is unknown. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.